Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported battery failed conditioning test. There was no patient involvement

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 failed battery conditioning. Technical support - 1. Replace power supply processor board. 2. Return to factory recommended replace power supply processor board. Ryan will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 02/18/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported battery failed conditioning test. There was no patient involvement.